Event description:
7-16-87-bil breast augementation cui 280/300 gel/saline implanted developed bil capsular contractures. 8-27-99 pt underwent bil breast implant removal and bil breast implant removal and bil breast capsulectomie implants removed intact no apparent leaks-sent to pathology along capsules.